Manufacturer narrative:
Study event. The device was not returned to abbott for eval. However, vessel dissection is a known potential adverse event associated with the use of the device per the rx accunet 3 in 1 instructions for use. A review of the device lot history record did not reveal any non-conformities which could have contributed to the reported event.

Event description:
Device malfunction: none. Symptoms/ae: vessel dissection. Time of symptoms/ae: during procedure. It was reported that during advancement and maneuvering of the rx accunet delivery catheter, a dissection from the left carotid bifurcation to the proximal common carotid occurred. Two rx acculink stents were placed to successfully treat the dissection. There was no adverse patient sequelae. Though requested, no additional information has been provided.